Event description:
Caller reported an occlusion alarm, which led to the customer's blood glucose level reaching 749 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was ultimately admitted to the intensive care unit. The customer was treated with intravenous fluids of saline, insulin, and magnesium. Treatment resolved the issue and there was no permanent damage. Reportedly, the customer was released on (B)(6)2025. The customer reverted to an alternate method of insulin therapy.